Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches that prevent reading screen. Customer's blood glucose value was unknown. Customer also reported battery last more than a week and received failed battery test also customer reported lost signal and no delivery alarms and threshold suspend issue. The device will not be returned for analysis.